Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th june 2026, it was reported by a distributor via an email that for 1 unit of ar-8737-35, drill bit, cannulated, 2.7 mm, the drill bit broke and was lodged inside the working channel. No fragments remained in the patient. This was detected during a conpression ft on (B)(6) 2025. The procedure was completed successfully. The broken drill bit was stopped from use immediately and replaced with a new drill bit. There was no patient harm.